Manufacturer narrative:
The customer's test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Test strip retention samples passed the internal inspection. Routine retention testing was performed. Test strip retention samples passed the internal inspection. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin based laboratory method is compared to other laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined. Medwatch field UDI number: (B)(4). Medwatch field occupation: the occupation is lay user/patient. This event occurred in (B)(6).

Event description:
It was reported that a patient received discrepant results when testing with coaguchek inrange meter serial number (B)(4). On (B)(6) 2021, a sample from the patient was tested in the laboratory using the stago neoptimal method, resulting in a value of 2.81 inr. Within 3 hours of laboratory testing, a sample from the patient was tested using the meter, resulting in a value of 3.9 inr. On (B)(6) 2021, a sample from the patient was tested in the laboratory using the stago neoptimal method, resulting in a value of 4.34 inr. Within 3 hours of laboratory testing, a sample from the patient was tested using the meter, resulting in a value of 6.3 inr. The patient's therapeutic range is 2 - 3 inr.